Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that the cgm history did not reflect accurate data despite being in use. Customer's blood glucose level was 225 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Reportedly, customer continued to use the pump for insulin therapy.